Event description:
The manufacturer received information alleging visualization of particles related to the bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported alleging visualization of particles related to the bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. Despite multiple attempts on 06/02/2022, 08/09/2022/, 08/12/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.